Manufacturer narrative:
An intralase clinical applications specialist (cas) has been in contact with the site obtaining patient follow-up status, as well as trying to identify a potential root cause for dlk. The cas visited the site on 08/29/2007 and performed an investigation. In summary, the cas evaluated the surgical staff's practices with regards to surgical instrument preparation and sterilization technique and found their practices acceptable. Therefore, the probable root cause is most likely attributable to debris, or particles from the air conditioner vent. Per the site, the airflow intake filter was changed in 2007, which is when the site began experiencing dlk issues. In addition, the site recently changed the irrigation cannulae that are used to float the corneal flap back into place following the lasik procedure.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2007. Postoperatively the patient was presented with stage 1+ central diffuse lamellar keratisis (dlk) in the right (od) eye and was prescribed topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20. Patient's postoperative bcva is 20/40. The patient is responding to treatment and dlk has resolved. Current bcva has been requested from the facility, but information has not been provided as of 2007. If additional information becomes available a supplemental report will be submitted. The association between the event and the device is unknown